Manufacturer narrative:
(B)(4)

Event description:
Additional information that the patient was brought in to have the lead fluoroed. The set screwappeared to be loose and there was a problem. A dft was performed and was convereted successfully. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had a high hv lead impedance alert when presented in clinic for a routine follow-up. Programming changes were recommended.